Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (450 mg/dl) since changing cartridge and infusion set. Customer treated elevated bg level by delivering a correction bolus. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to change the infusion site. Follow up same day indicated that customer did not change out the infusion site; however, bg level lowered after customer used the restroom.